Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 2 months of support, the patient presented with hemolysis and suspected thrombus in the device. The patient was reportedly not a candidate for a device exchange and ultimately expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.